Event description:
The pt developed a pocket infection after 51 days.

Manufacturer narrative:
Ela medical has contacted the physician/hospital two times in an attempt to retrieve the device for analysis.